Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss. Customer's blood glucose value was 147mg/dl at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. Customer also state that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. (B)(4).